Event description:
The device was used during a vats. Reportedly, when fired the clamp cover disengaged and the dlu only fired part way. Another dlu was used and the device would not fire. The procedure was converted to a laparotomy.